Event description:
This is filed to report all serious injuries reported in the article. This research article was a retrospective study designed to evaluate preprocedural parameters associated with residual mitral regurgitation (mr) after mitraclip implantation by using multidetector computed tomography (mdct), identify optimal cut-off values and assess the impact on outcomes. Complications observed during the study period include death, recurrent mitral regurgitation, heart failure, re-intervention, mitral valve replacement and hospitalization. In conclusion, in patients with secondary mr undergoing the mitraclip procedure, preprocedural mdct parameters, specifically mitral valve orifice area (mvoa)/mitral annulus area (maa) ratio and mitral leaflet calcification (mlc), are useful to predict postprocedural residual mr. Details are listed in the article titled, "usefulness of computed tomography to predict residual mitral regurgitation after transcatheter mitral valve edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient deaths reported in the article are captured under a separate medwatch report number. Article titled, "usefulness of computed tomography to predict residual mitral regurgitation after transcatheter mitral valve edge-to-edge repair."

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported heart failure, and mitral valve insufficiency/regurgitation cannot be determined. However, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.